Manufacturer narrative:
It was reported that the asymptomatic patient presented remotely via (B)(4) transmission. Upon review, the implantable cardioverter defibrillator was in back-up vvi mode. The patient was brought into clinic. The device was restored successfully. The patient would continue with regular follow-up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator was in back-up vvi mode. The patient was brought into clinic. The device was restored successfully. The patient would continue with regular follow-up.